Event description:
It was reported to philips that a band bag or fd sterile bag cover was sucked up into the azurion system as the operator was rotating detector to landscape. The rotation movement could not be completed nor recovered. The device was in clinical use at the time of the reported event. The procedure was aborted, and the patient was moved to another treatment room. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) received information that a bandager fd sterile bag cover was sucked up into the system when operator was rotating detector to landscape. The customer identified that sterile band bag got caught in the rotating detector and inhibited movement. To resolve the issue, customer removed the plastic parts from the band bag, after patient left the room. After retrieving plastic parts, the system returned to use in good working order. The codes were updated based on the investigation outcome.